Event description:
N/a.

Manufacturer narrative:
Other contact site telephone: (B)(6). Updated field: b4, d9, e1 (email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. When the scroll compressor temperature reaches 80 degree c the cardiosave system will automatically go into stand-by and therapy will stop. An alarm will display on the screen, system over-temperature in addition to an audible alarm. As the temperature of the compressor drops below 80 degree c, the system can be restarted without the need of any maintenance and or repair intervention. It does require power down and power up to restart the therapy. The scroll compressor adjusts its rpms to meet the demand of the therapy. Higher demand will lead to high rpms which eventually causes the scroll compressor to heat up. Additionally, if the airflow around the cardiosave device and the vents are blocked, then the internal temperature of the device can significantly increase leading to temperature excursions and alarms. The components that can lead to the condition of system over heat alarm are as follows: mufflers, drive regulator, vacuum regulator, scroll compressor, temperature sensor, motor control pcba, fan, power supply monitor pcba.

Event description:
It was reported that the during use cardiosave intra-aortic balloon pump (iabp) had an overheating. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.